Event description:
It was reported this was an arteriotomy closure of a left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at step 3 of the device, the needles were not captured by the link, resulting in the needles being released without the suture, which remained trapped inside the device. This occurred with four devices (two in the lfca and two in the rcfa). Four additional prostyle devices (two in lcfa and two in rfca) were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.